Event description:
Caller reportedly obtained a result of 3.0 inr on the coaguchek system and 4.8 inr on a professional coagulation system within 4 hours. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.